Manufacturer narrative:
The reported event of high pacing impedance and fracture was not confirmed, while the reported event of failure to capture, sensing noise, p-wave amp variation, and mode switch was confirmed. As received, a partial lead was returned in two pieces, with the helix stretched and clogged with blood/tissue. Visual examination found an external insulation abrasion breaching the outer insulation, exposing the outer coil distal to the suture sleeve tie impression. The cause of reported events of failure to capture, sensing noise, and p-wave amp variation was due to the exposure of the outer coil in the abrasion zone, consistent with friction to another device or features of the heart. Electrical testing did not find any indication of conductor fractures. The lead impedance test was not performed due to the condition of the lead, as received.

Event description:
It was reported during in clinic follow up that the atrial lead had high pacing impedance, low sensing, loss of capture, and oversensing of noise resulting in inappropriate mode switch. During revision, fracture was visualized. It was also noted that the right ventricular lead showed loss of capture and high pacing impedance, and a fracture confirmed during previous procedure. Both leads were removed and successfully replaced on (B)(6) 2025. There were no patient consequences.